Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient was calling to inquire if there was a reason why it was taking "longer and longer" to get connected to the personal therapy manager (ptm) to deliver a bolus. It was reported it used to take around 30 seconds to connect and now it might take "like 7- 8 minutes¿. It was noted it had been taking so long to deliver the bolus for the "last 2-3 weeks." The patient mentioned they would get connected and by the time they got connected, it would stall at 8% or 16%. The patient would "sit there and wait and try again, but sometimes it would take 7 or 8 minutes to connect to the pump." It was also reported that they would sometimes get no pump response when they were not moving the device. The agent mentioned to the patient that moving the communicator during connection process could make the connection take longer. During the call, the agent had the patient connect to the pump and the patient was able to do so. It was noted that last night was "a rough night" and that was the last night they had trouble getting connected. The troubleshooting steps that were taken on the phone resolved the issue. The patient would monitor and follow up with their doctor if issue persists. The patient also mentioned twice in the past when they felt like they "missed" a bolus, but the last time was close to midnight. The agent mentioned to the patient to keep a pump log so doctor could verify with their pump log.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.